Manufacturer narrative:
Service evaluated the table via a series of functional checks and found the table to operating as intended. Table data logs have been pulled for evaluation. If new relevant information becomes available following the evaluation of the data logs, a follow up report will be submitted.

Event description:
During a product trial a trusystem 7000 dv table was being articulated into the rev trendelenburg when the remote flashed a red error "column base in extreme angle." The staff lifted the drape to inspect the column base and noticed the base elevated 6 inches off of the ground. At the time of the incident the leveling stops were in place, the tables wheels were not engaged with the floor, and the table was in lock mode.